Manufacturer narrative:
Due to character limit e1. Event site name- (B)(6). Supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on the patient, cardiosave intra aortic balloon pump(iabp), showed maintenance required message, there was no harm or injury reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and confirmed that there was no fault log indicating a board failure. Regular calibration and regular inspection based on the regular inspection record sheet were performed with good results. The fse explained that it was not a malfunction and returned the equipment to the hospital.